Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited high pacing impedance measurements. An attempt to revise the rv lead was made but was unsuccessful and the revision was aborted. The physician programmed the rv lead off on (B)(6) 2022. The patient had no adverse consequences.